Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. The cause of the peritonitis was unknown. Action taken with therapy was not reported. The outcome of the event was not reported. No additional information is available. This is report 2 of 3.